Event description:
It was reported that this lead exhibited out of range pacing impedance measurements during an implant procedure. Technical services were consulted and troubleshooting options were recommended. However, the pocket had closed. The lead was successfully implanted and the plan is continuing to be monitored. No adverse patient effects were reported.